Manufacturer narrative:
Date of event: no event date provided. Used first day of the month of the aware date.

Event description:
It was reported that the device separated requiring additional intervention. Obsidio was selected for an embolization procedure in the splenic artery. At least one coil was implanted in the splenic artery measuring greater than 3mm in diameter and obsidio was deployed behind the coils. The obsidio subsequently went distally into multiple splenic artery branches resulting in splenic infarction. The patient was hospitalized, and a partial splenectomy was performed. The patient was discharged from the hospital.